Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator had a condensation in the green control hose and the map (mean airway pressure) increased when the delta p dropped. The issue occurred during patient-use and the device was replaced with another ventilator. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.